Manufacturer narrative:
The investigation is currently ongoing, and we are continuing to pursue additional information. Should additional relevant information become available a follow-up MDR shall be submitted.

Event description:
It was reported by a police department that while attempting a rescue on a female patient by an ems trained police officer, the AED advised two shocks, but subsequently canceled them. It was also reported that the patient was shocked and survived, but they were not sure if they were shocked by this, or another AED. Lastly. Although it was reported that the event occurred "last week", the AED's electronic data provided by the customer did not contain any event data on or around that timeframe. The customer has been contacted three times and although requested, additional event information and data was not provided by the customer. The investigation is currently ongoing, and we are continuing to pursue additional information; however, this MDR is being submitted out of an abundance of caution.